Event description:
Rep reported that the valve was not flowing properly.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The customer initially reported a problem with product code 82-3832, however, product code 82-3162 was the device that was actually returned. A visual examination under appropriate magnification revealed a pin hole in the silicone housing between the siphon guard and the case. Debris consistent in appearance with biological debris was also observed around the cam and other areas inside the case. The device was also subjected to programming and pressure tests in which they both failed. It appears the amount of debris observed inside the case caused the difficulty reported. The device history records were reviewed and they verified that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.